Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the event during the service of this device. An internal and external inspection was performed with and it passed. The device failed homechoice return instrument test/evaluation (rite) functional test. The cause was determined to be deteriorated door piston foam. It was determined that the product did not meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed fluid volumetric accuracy testing. Device failed during evaluation, no patient involved

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted